Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2015 with the following findings:a review of the black box and alarm history indicated that call service 054 alarms had occurred. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no alarms occurring. The pump was exercised for 24 hours with no call service alarms occurring. The complaint could not be duplicated on investigation.